Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had slower during rewind, insulin pump was louder during rewind, insulin pump making grinding noise, motor sound labored, buttons were less responsive and harder to press, sometimes had to press twice, random unexplained no delivery alarms. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.